Event description:
During l1-l5 posterior lumbar fusion with laminectomy, after surgeon implanted matrix screws and rods from l1, l5 and closed incision, patient had a post op CT scan to verify proper screw placement. The CT showed that the right l5 pedicle screw had breached the lateral cortex of the vertebral body. Surgeon revised the construct to redirect the screw at l5. Locking caps at rl1, rl2, rl4 and rl5 were all removed without incident. Surgeon was unable to remove the cap at rl3. Removal of cap at rl3 was aborted after breaking the distal tip of the t-handle driver (driver tip snapped off in the cap and was retrieved). Surgeon opted to abort removing the cap and relock the construct while leaving the breached screw in rl5. Patient is doing well, implants will be left as is. This is 2 or 9 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.